Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient died. The target lesion was in the left anterior descending (lad) artery with a 3.5mm reference vessel diameter and a 16mm target lesion length. Pre-procedure there was 80% stenosis and post-procedure 0% residual stenosis. No attempt made for direct stenting. A3.5x20mm liberte stent was implanted. A non-bsc balloon dilatation catheter was used. The procedure was a technical success. The patient was discharged two days after the index procedure with no anginal complaints or silent ischemia. The discharge medications were asa 100 mg/day for 6 months and clopidogrel 75 mg/day for 6 months. The patient experienced a non-cardiac death on the day of discharge. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.